Manufacturer narrative:
Findings: the service loop disconnected from the tissue mold elbow due to a mfg process issue. (B)(4), released on (B)(4) 2009, validated a change to the bonding process which increased the process capability cpk from 1.0 to 1.78. This malfunction report is now being reported after written feedback from cdrh regarding this failure type.

Event description:
The company rep reported that the service loop disconnected from the tissue mold, dangling the helical retractor. After manipulating the device it was removed with no adverse affect to the pt.